Manufacturer narrative:
Product ID: 3889-28, lot# v340504, implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported that the patient had experienced pancreatitis a week after the implant was put in. It put the patient in the hospital for a week. It was noted that the patient was having pancreatic and liver issues. When the patient had the surgery, they laid them down on their abdomen. It was noted that the patient was unsure if this was what triggered it. The patient was given actomyocin and something else.